Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia was attempted to be implanted in an endovascular procedure for the treatment of a thoracic aortic pseudo-lumen it was stated that before the surgery, the outer packaging was opened after inspection at the warehouse, where it was noted that the label specification of the inner packaging was inconsistent with the information on the outer packaging. The physician was then notified that product with inner packaging's specification could also be used for this patient and the procedure could be performed as normal. As per the physician, cause of the event was related to the device. No additional clinical sequalae were provided and the patient is fine.